Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was used in the case with a blue reload. The device locked out and would not fire. The device was opened using the knife reverse switch. The case was completed using a another like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one pse60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The returned reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Furthermore the cartridge pan was noted to be damaged. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. No conclusion could be reached as to how the cartridge pan became damaged. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.